Event description:
The following information was reported. Device was prepped properly. Device was inserted properly and the balloon did not maintain pressure. Never deployed sealant. Used another mynx ace 6f/7f device to close. The patient was hospitalized for reasons unspecified and unrelated to the mynx. Deployer: in training.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1332501) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.